Manufacturer narrative:
Age or date of birth, weight, and ethnicity: per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: if implanted, give date: not applicable, as the lens was not implanted. Explant date: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) got stuck whilst being implanted, lens was not fully inserted. There was partial contact with the patient. The lens then broke into 2 different pieces, explanted (removed) during same surgery, and surgery was successfully completed with another j&j lens. Through follow up, it was confirmed that no other interventions were done. No further information has been provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 31-may-2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned and product evaluation was performed under magnification. The complaint device presented with a lens stuck in cartridge. No assembly issues were identified. The lens was removed and presented with a tear, partially detached haptic, and lens damage consistent with being folded. The complaint issue of "delivery issue" was not confirmed. The complaint issue of "iol torn" and "stuck in cartridge" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.